Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a local diabetes educator inadvertently swapped two ilet demo devices, after which one ilet displayed alert 56 indicating excessive host resets and a device restart or malfunction consistent with a mechanical problem involving the circuit board and a failure to power up; the alert cleared after a restart. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the involved educators and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified on the device, including failure to power up associated with the circuit board, while a new or unknown interferent was also considered and a device problem could not be excluded. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.